Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained infumorph with a concentration of 10 mg/ml at a dose of 3 mg/day. It was reported the patient was refilled yesterday (B)(6) 2017, and 10 hours after refill, the patient had withdrawal symptoms. The manufacturer representative was there with the hcp and patient. The hcp attempted to aspirate through the catheter access port (cap) and was able to aspirate 2 cc¿s of fluid noting that the fluid was a blood tinged color. Because it was blood tinged, they were not confident they were in the cap and thus did not try and push anything through the catheter. The hcp then removed the needle from the cap and tried a new needle. The representative said they were watching the hcp access the cap, and it looked like a good clean access to the cap with the needle. The hcp was unable to aspirate. The needle was removed, and then a third needle was used to access the cap. The hcp was again not able to aspirate the catheter. As a result, the hcp was not confident in being able to inject any fluid through the cap to verify catheter patency. The reservoir was aspirated, and the hcp pulled out the full 20 mls that they filled the pump with the day before. The hcp refilled the pump again with 20 ml of infumorph at 10 mg/ml. The event logs were checked a nd no issues were noted. The representative said there were no volume discrepancies over the past 6 refills. The representative was going to discuss the option of catheter revision with the hcp as there were no indications of pump issues. The hcp was going to perform a computed tomography (CT) scan of the head due to the blood tinged fluid they noted when aspirating from the cap. The hcp wanted to confirm there was no blood in the csf. The representative said the hcp was going to take some x-rays as well. Additional information received from the representative on 2017-jan-27 reported x-rays were inconclusive. The patient was being managed with intravenous dilaudid and was stable. The patient would probably need a catheter replacement. Nothing was scheduled yet.